Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k981013. Investigation summary: bd received one photo for investigation, which displays the batch information of the order but does not show any signs of the reported defect. Additionally, a total of 29 retained samples were functionally tested and one of the samples exhibited stopper pop off during testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper pop off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, the cap of one tube will not stay on. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, the cap of one tube will not stay on. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.